Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's battery would run out of battery before charging the ins from 0 to 100% despite the controller being fully charged at the start of the charging. This would require the patient to take a 3 hour break to charge the controller before resuming recharging of the ins. It was noted that the patient was checking the screen a lot for coupling and it was reviewed that this is less efficient and would drain the battery faster. The patient stated that they will have excellent coupling but then barely move and loose the connection which was frustrating. The ins was not too deep and the pocket looked good. The rep stated that the ins might tilt a little with palpitation. The rep added that the patient reported excellent coupling when the tablet shows only good coupling. It was reviewed that putting the recharger circle directly over the ins might not be the best placement and that they should try moving it off to the side. The patient went on to say that they had the ins off for 12 hours and that it depleted to zero. The energy usage was calculated at 0. Days with low density settings. A report showed that the patient had charged to 100% and that therapy had not turned off before it depleted. The rep was to continue to monitor these issues. No further complications were reported.